Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: when counting the number of needles, nurse found that there was one needle missing its tip. The pt was x-rayed but the broken tip was not found. Operating room time was not extended. No bleeding. No tissue damage. No pt harm.